Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to pump flow suddenly decreased on 05mar2026. The patient's symptoms were unknown. The log files captured on 05mar2026, low flow events. The pump replacement was done due to suspected blood clot in the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the blood clot was confirmed at the pump outlet. It was unknown if there were any changes to patient condition or anticoagulation status that may have contributed. A computed tomography (CT) was done. The patient experienced hemodynamic collapse. The patient was intensive care unit (ICU) management after the pump replacement.